Event description:
The customer reported that prior to use on a pt, the unit's "led" for the full sensor illuminated all the time, causing autofill. The unit's fault log displayed a fault code 20 (initial intra aortic balloon purge failure). The pt expired while awaiting therapy.